Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vessel sealer extend instrument involved with the reported event; therefore, failure analysis of the product related to the complaint cannot be performed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a non-recoverable 41070 fault occurred. The customer contacted dvstat technical support engineer (tse) and reported that they had a vessel sealer extend (vse) instrument on a vessel and were currently getting a visual on the instrument before power cycling the system for a second time. The system was not connected to onsite. The customer said that upon power cycling the system, less than a minute later, the system faulted again with a non-recoverable 41070. The customer power cycled for a third time and when the system came back up, they were able to remove the vse instrument successfully. The customer placed tse on a brief hold, came back on and informed the tse that they converted to a laparoscopic procedure but are still using the tower for visual. The tse requested system logs, but the customer was unable to do so as the surgeon was using the endoscope; unable to display the logs. The customer stated that they will call support after the case for guidance on retrieving the error. The procedure continued laparoscopically with no reported injury. On (B)(6) 2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: during a da vinci-assisted colectomy procedure, a vs instrument had been clamped on omentum tissue prior to the non-recoverable 41070 fault occurring. The vs was fired, and a blade exposed error presented ¿amongst other errors¿. It was unknown what audible tones were generated, if any. The customer alleged that due to the faults, the vs did not complete the seal and the vs instrument became stuck on the omentum tissue. The customer tried power cycling the system, but the errors persisted. To resolve the issue, the surgeon excised an unspecified amount of omentum tissue to release and remove the vs instrument. The surgeon opted to complete the procedure laparoscopically, while using the da vinci tower for visual. Patient identifier (B)(6) captures the system issue resulting in repeated errors and the need to convert the procedure.